Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers had retailers have been informed through the letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.